Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that the patient was in an all terrain vehicle (atv) accident and thrown from the vehicle. Post accident oversensing of noise on both the right atrial (ra) and right ventricular (rv) leads leading to less than two seconds pacing inhibition was noted. High out of range pacing impedance measurements of greater than 3000 ohms was also observed on both leads. It was found that both leads were fractured in the clavicular region, which was determined to have likely occurred due to the atv accident. A revision procedure was performed where the leads were explanted and replaced. No additional adverse patient effects were reported.